Event description:
Conducting a routine therapeutic phlebotomy on pt, when the flow of blood began to slow down suddenly. Immediately checked for possible causes and found the blood collection tubing to be flattening (or collapsing). Also observed a crimped area where the clamp had been closed. Tried every technique known to get blood to flow but could not set it . Rptr was forced to restick pt in another vein to finish phlebotomy. Tubing worked on second attempt but ran very slowly. Pt has been treated at rptr's facility over 50 times before for same procedure using a different brand of tubing.